Event description:
It was reported that the customer's insulin pump alarmed motor error after changing an infusion set, and the device was stuck in the rewind loop. It was stated that the device was not exposed to a high magnetic field and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The device was received with stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside and passed. The motor had an intermittent failure that was not detected during our testing. The device was also received with protruded/loose drive support disk, scratched screen, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.